Event description:
The pt was implanted with a left ventricular assist device (lvad). The clinician at the hospital reported that the pt was admitted to the hospital with suspected pump thrombus. The pt's lactate dehydrogenase (ldh) levels were between 2,000 and 3,000. The pt's status was upgraded to 1a on the transplant list. The pt is being treated with heparin and persantine. No further info was provided.

Manufacturer narrative:
The pt remains ongoing on vad support and no further issues have been reported. A supplemental report will be submitted when the MFR's investigation is completed.